Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted with a proglide device, using a pre-close technique, via a 6f sheath prior to an endovascular abdominal aortic aneurysm (aaa) procedure. Reportedly, the lever would not close the foot and the device was difficult to remove. A surgical cut down was performed to remove the device. The sheath was upsized to 18f and the aaa procedure was completed. Hemostasis was surgically achieved. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. A query of the electronic complaint handling database revealed no other incidents for difficult to remove or foot retraction problem reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.